Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states do not force deployment or implant breakage or damage to bony structures may result, and should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy, e.g., lamina, hypertrophic spinous process, and, or suboptimal implant positioning. Do not attempt to manipulate the position of the device by gear-shifting the inserter, i.e., gross cranial, caudal, lateral articulation, fig. 8h, as the mechanical advantage or leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy and deformation, breakage or disassembly of the implant and spinous process fracture are among the risks associated with the use of this device.

Event description:
It was reported that during a superion indirect decompression system implant procedure while attempting to deploy the spacer implant a strange clicking sound was heard. The physician assessed that the implant was no longer attached to the inserter as the inserter was twisting freely with no resistance. The implant was undeployed and removed from the patient. When the device was removed a small metal piece was loose and no longer attached on the top of the spacer implant at the location where the spacer attaches to the inserter. The device was replaced with a new one and the procedure was completed successfully.

Event description:
It was reported that during a superion indirect decompression system implant procedure while attempting to deploy the spacer implant a strange clicking sound was heard. The physician assessed that the implant was no longer attached to the inserter as the inserter was twisting freely with no resistance. The implant was undeployed and removed from the patient. When the device was removed a small metal piece was loose and no longer attached on the top of the spacer implant at the location where the spacer attaches to the inserter. The device was replaced with a new one and the procedure was completed successfully.